Manufacturer narrative:
Event summary: the patient data files showed at least fifteen applications were performed with catheter 2af284/27066-79 on the date of event and a system notice (#50006), was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. This was confirmed during application number fifteen. Upon visual inspection of catheter 2af284 / 27066-79, results showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for fifteen injections. The catheter failed the performance test due to system notice (#50005) indicating that the safety system detected fluid in the catheter and stopped the injection. Pressure test of the outer balloon revealed a leak at the proximal attachment; balloon started to detach from the shaft. Dissection of the handle revealed blood in the outer vacuum chamber caused by the leak. In conclusion, the reported system notice and visible blood issues have been confirmed through testing. The balloon catheter failed the inspection due to leak at the outer balloon proximal attachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Blood was observed at the connection site between the balloon catheter and coaxial umbilical cable. The coaxial cable was then disconnected and the balloon and mapping catheters were removed. No blood was seen in the tubing, but blood was noted on the connection port and in the balloon. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.